Event description:
It was reported by the customer that when using the bd pyxis¿ es server, there were network issues with the pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident, it was determined that there were network issues with the pyxis system. A technical support specialist contacted the customer but had not received any update. Follow-up attempts were left unanswered. After applying three strikes, the case was marked as closed. D4 & h4: serial number, unique device identifier and manufacturer date not available.